Event description:
The account alleged that the lower half of the bed was jumping up on its own. No impact on pt or caregiver.

Manufacturer narrative:
Technician stated that they could not recreate this situation as the bed appeared to be working correctly while the technician was working on it.